Event description:
It was reported from (B)(4) study that during device interrogation the left ventricular (lv) lead had loss of capture, failure to sense and was dislodged. It was noted that the lead had migrated proximally compared to post implant. The lv lead was programmed off and a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.